Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(6). A bezoar and an ulcer are known complications of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 during a proactive visit, resistance to mobilization of the internal catheter was observed. The peg tube remains mobile but slowly produces suction towards the stomach at the same time that the internal tube maintains resistance. Due to what was observed, the patient was scheduled for a complete probe replacement. On (B)(6) 2021, an upper gastrointestinal endoscopy was performed and the peg probe was observed in perfect condition. In the distal area of the internal probe, a small bezoar was visualized causing tension in the probes and a decubitus ulcer in the pylorus area. Peg and pei tubes were replaced and omeprazole 40 mg every 24 hours for 3 weeks was prescribed. Patient asymptomatic, stable.